Event description:
The ge oec 2800 fluoroscopy system had table motion failure. The system was rebooted to restore function and finish the procedure.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. There were no errors noted in the event log. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.